Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The consumer was not able to provide any details of test results or medication taken prior to the reported event. When the emts arrived they tested the consumer getting a result of 28 mg/dl on their unk blood glucose meter. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was not performed while troubleshooting because the consumer no longer had anymore of the test strips in question. The consumer was educated on these directions for use at the time of call. The meter will be returned for evaluation and another set of test strips not in questioned will be returned for evaluation.